Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been corrected, fully repopulated and should be considered the representation of the reported event.

Event description:
A 55-year-old male with a two-week history of symptoms presented with delayed acute myocardial infarction complicated by cardiogenic shock (scai stage e). Prior to the clinical decision to implant an impella 5.5 device, the patient experienced a cardiac arrest. Extracorporeal life support (ecls) was initiated and the patient was stabilized. Two days later, an impella 5.5 was implanted successfully, and the patient remained on support for approximately 13 days. During the initial implantation procedure, the first pump was unable to start properly. The device was exchanged for another impella 5.5 pump, which functioned as intended. The procedure was completed without further device-related complications.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was provided in d9 (date device returned to manufacturer). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.